Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, the most likely root cause is patient factors, including years CABG and hld. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per investigation that a patient with a 21 mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 4 months due to calcification, degeneration with thickened leaflet and severe stenosis. The patient presented with progressive sob. The procedure was performed with a 23 mm non-edwards transcatheter valve. Patient was discharged on pod#2.